Event description:
Note: this manufacturer report pertains to the second of three devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2013-07955 and 3005099803-2013-07954 for a description of the first and third device. It was reported that an advantage fit system was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.